Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2026. According to the patient¿s parent, around 2:00 pm on (B)(6) 2026, the cgm was displaying 280 mg/dl and was rising fast. They provided her with correction doses and eventually brought her to the hospital. When they arrived at the hospital the nurse or health workers took her finger stick value and it was at 450 mg/dl and "going up" while her receiver was showing 350 and "going down." The reporter said that the doctor did a finger stick every hour and she was given an insulin drip "between 100 to 130¿ to stabilize her sugar. The patient stayed at the hospital for 2 days with dka and was discharged on (B)(6) 2026. At the time of the report, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).